Event description:
A report was received that the pt was experiencing a headache since being implanted for her trial. It was determined that the pt's headache was a delayed onset of a dural puncture. The pt was treated with IV caffeine and was reportedly doing well.